Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer¿s nurse reported that 6 times blinking was noticed after inserting the sensor. The pump indicated new sensor start to use but there was no sensor signal. There was no problem with transmitter at test plug. The customer¿s nurse removed sensor and found that electrode was missing. The sensor will be returned for analysis.